Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient is not able to communicate, due to being struck at her ipg site. As a result, the patient may undergo surgical intervention at a later date.

Event description:
Follow up revealed that the patient's ipg was explanted to address the issue.